Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the alarm to the caregiver (cg). The tsr advised the cg to dispose of the current supplies and continue the remainder of therapy with manual bags. The customer contacted (B)(4) on (B)(6) 2011. The husband stated that the home patient (hp) finished therapy with a manual drain. The husband did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The assignable cause for the reported problem was undetermined.